Manufacturer narrative:
Unit was received at the service center with a complaint of ¿randomly shutting off during charging and while in use¿. The complaint was not verified as it could not be duplicated but did find the battery was out of date. At no time, during testing, was there any issue of power fluctuation or shutting down while on ac or dc power or reverting from ac to dc or dc to ac while pump was in operation. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the unit is randomly shutting off during charging and while in use. There was no patient involved.